Manufacturer narrative:
Corrected fields: g2 (health professional was inadvertently selected and should be removed). This report is being supplemented to provide additional information based on the results of third-party testing, the customer's results, the customer provided cleaning disinfection and sanitization (cds) practices, the device evaluation, and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: nov 30, 2023. Sampling from: all channels. Colony forming units (cfu): 0 cfu. Bacterial identification: none detected. The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer confirmed that there were no suspected patient infections due to the facility findings. An automatic endoscope reprocessor (aer) test was not carried out. The following preliminary cleaning steps were performed; water was suctioned through the suction/operating channel, the auxiliary/water channels were washed. Detergent was used for pre-cleaning. The following spots were brushed; aspiration/operation channel, suction cylinder, and suction channel. Micro-tech disposable cleaning brushes were used during manual cleaning. Manual disinfection was performed. The aer used was medivator. The detergent used in the aer was isaclean. The disinfectant used was adaspor. The scope was stored in a simple cabinet. The endoscope was not sterilized. The returned device was evaluated and the following defects were noted during the evaluation: the grip was shaved, the switch box was dented, the charged coupled device (ccd) unit was in the position for repair due to the cables limited length, the ccd flexible printed circuit was dirty due to water leakage, water tightness was lost due to channel tube damage, the objective lens was scratched resulting in a dark area on the image, the up bending angle does not meet specifications due to wear on the angle wire, the light guide bundle has breakage, the scope cover was dented, the adhesive on the bending section cover was chipped, the connecting tube was buckled, the image was noisy due to a damaged ccd unit, and the universal cord was scratched. These defects alone are not considered severe enough to cause a potential adverse event. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.". Olympus will continue to monitor field performance for this device.

Event description:
The scope tested positive tested positive for 12 colony forming units (cfu) of pseudomonas aeruginosa in the biopsy channel and 240 cfu of pseudomonas aeruginosa in the suction channel.

Manufacturer narrative:
The suspect device has not yet been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus, during reprocessing, the evis exera ii small intestinal videoscope tested positive for an unspecified contamination. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.